Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
According to the available information, the catheter was described as sharp and scratchy. It scratched and is said to have caused significant hematuria. The patient attended a&e due to bleeding and was admitted for bladder irrigation and had a length of hospital admission of 3 day. Patient was discharged with a long term catheter. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.